Event description:
It was reported that the patient experienced pain and discomfort which was suspected to have been due to a damaged lead. The patients spinal cord stimulation lead was noted to have migrated. In addition, the lead displayed high impedances and a kink. The patient underwent a lead replacement procedure and is doing well post operatively.

Event description:
It was reported that the patient experienced pain and discomfort which was suspected to have been due to a damaged lead. The patients spinal cord stimulation lead was noted to have migrated. In addition, the lead displayed high impedances and a kink. The patient underwent a lead replacement procedure and is doing well post operatively.

Manufacturer narrative:
Visual inspection of the returned lead revealed that the lead was cleanly cut approximately 50.5 cm from the proximal end of the lead and the distal portion of the lead was not returned. The clean-cut damage is a result of a typical explant procedure and it is not considered a failure. No other anomalies were identified on the returned portion of the lead. The root cause of the reported events of high impedances, lead kink, pain, and discomfort cannot be established. However, a labeling review found that the reported event of migration is a known risk associated with the use of an implantable pulse generator as part of a system to deliver spinal cord stimulation.